Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all the stations were on critical override and also had communication errors. A technical support specialist dialed into the application server and opened sql server management studio (ssms) to run the critical override reason query. Upon review, identified that the stations entered critical override on the reported date due to the system detecting an interface downtime or delay, which prevented messages from being transmitted to the server or the stations. The stations remained in critical override for the duration of the interface disruption. The customer was informed of the findings and confirmed that the issue appeared to be resolved. The system functioned as intended after the technical support specialist assessed the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all connected devices unexpectedly entered automatic critical override. The customer was unsure why this occurred, and communication errors were also noted with the pharmacy system rxconnect. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.